Manufacturer narrative:
The blower motor was returned for evaluation and tested. A visual inspection of the blower motor assembly revealed no obvious dust or debris on the unit. No signs of mechanical damage or physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on the connector or cabling. The blower does not spin freely but with some resistance. The reported malfunction was confirmed. The root cause is failure of blower temperature sensor.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jan2021.

Event description:
It was reported to philips that the device had a high blower temperature. The device was in use at the time of the event. The ventilator was swapped out for another, and there was no report of patient harm. The device was evaluated by the customer's biomed with assistance from a philips remote service engineer (rse). The biomed confirmed error code (blower temperature high) in the event log. Both filters were confirmed to be clean and clear of any obstruction, and the cooling fan was operating. The rse advised the biomed to replace the blower, and was provided the part information for ordering. The biomed replaced the blower assembly and performed the full performance verification and the device passed all testing.